Event description:
It was reported that the patient may have experienced syncope so they went to the hospital emergency department for a device check. It was noted that  the cardiac resynchronization therapy defibrillator (crt-d) may have delivered therapies for supra ventricular tachycardia (svt) detected as ventricular tachycardia (vt) due to right atrial (ra) lead undersensing. It was also noted that the ra lead undersensing may have resulting in inappropriate atrial pacing and the device falsely classifying atrial arrhythmias as terminated.  The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtpa2qq crt-d implanted: (B)(6) 2023; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.